Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the "carrier extended but got jammed in the cage and had to be pulled back with force" (unable to retract automatically) when the device was tested outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.